Manufacturer narrative:
Date rec'd by MFR: 05jun2019. The manufacturer's international field technician confirmed the reported problem as an issue with the battery. The customer clarified that this event did not take place during clinical use - therefore there was no patient involvement. The manufacturer's international field technician replaced the battery to correct this reported event. The touchscreen was not replaced. The device was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided.a follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.